Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be the water flow rate is inadequate to transfer optimal energy due to air leaks. However, there was insufficient information to confirm this potential root cause. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps getting alarm (water reservoir below minimum) 01/02 (low flow). Nurse provided s/n (B)(6). Confirmed current water flow rate (wfr) 0l/min, they have 4 pads connected. Nurse states they have tried disconnecting and reconnecting the pads, and have also emptied and refilled the pads. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads: water flow rate(wfr) 1.3 l/min, inlet pressure(ip) -5.7psi, circulation pump command(cpc) 78 percentage, system hours 3,134, and pump hours 197. Informed nurse the circulation pump was working extremely hard and was not generating a high enough pressure. Nurse confirmed all pad tubing was straight with no kinks or bends. Instructed nurse to connect only one pad at a time with proper technique, however nurse attached all four pads. Water flow rate(wfr) 0.5 l/min, inlet pressure(ip) -0.1psi, and circulation pump command(cpc) 100 percentage. Nurse stopped manual control and emptied pads to disconnect. Suggested nurse swap to a new device and send this device to biomed for evaluation. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps getting alarm (water reservoir below minimum) 01/02 (low flow). Nurse provided s/n (B)(6). Confirmed current water flow rate (wfr) 0l/min, they have 4 pads connected. Nurse states they have tried disconnecting and reconnecting the pads, and have also emptied and refilled the pads. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads: water flow rate(wfr) 1.3 l/min, inlet pressure(ip) -5.7psi, circulation pump command(cpc) 78 percentage, system hours 3,134, and pump hours 197. Informed nurse the circulation pump was working extremely hard and was not generating a high enough pressure. Nurse confirmed all pad tubing was straight with no kinks or bends. Instructed nurse to connect only one pad at a time with proper technique, however nurse attached all four pads. Water flow rate(wfr) 0.5 l/min, inlet pressure(ip) -0.1psi, and circulation pump command(cpc) 100 percentage. Nurse stopped manual control and emptied pads to disconnect. Suggested nurse swap to a new device and send this device to biomed for evaluation. Encouraged nurse to call back with any issues.